Manufacturer narrative:
A ge oec service representative investigated the issue and was unable to duplicate the malfunction. A password lock-out was performed to disable x-rays. The issue could not be repeated. Incident occurred in 2007, but was not reported for service response until about one week later by the customer. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, the occurred during a procedure.

Event description:
The ge oec 9900 fluoroscopy system had the iris collimator close down during a procedure. A system reboot restored system function.